Manufacturer narrative:
Since the device was not returned to the MFR. For analysis, the MFR.'s investigation of this event was limited to a trend analysis and review of the device history record. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and due to the unavailability for the device, no conclusion can be drawn as to the cause of this event. The MFR.'s investigation of this incident is inconclusive. Due to the legal nature of this report, all further investigation and follow-up will be conducted by the MFR.'s legal department. No further details are available. The MFR. Is now closing the file on this event. Submitted to the FDA 5/12/1998.

Event description:
On 2/18/98, the MFR's product complaint coordinator received a letter from the MFR's attorney that states the following: I am enclosing a letter from the legal department of the MFR's former owner in which they request assistance of the MFR's current owner in responding to document requests described in the letter in current litigation. The letter also states that an operative note provided by the plaintiff's counsel identifies the device as a lps5057, lot#333504. The complaint in the matter alleges an implant date of 9/12/94 and an explant date of 7/26/96. Reason for explant of the device not specified. No further details were provided at this time.